Event description:
The pt returned with in-stent restenosis in the cypher stent received in 2004. Repeat ptca was done and additional stents were implanted. Device is distributed outside the united states. However, it is similar to the united states product.